Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU states the following: "adverse events associated with the use of carpentier-edwards perimount pericardial bioprostheses compiled from the literature and from reports received through the product surveillance system in accordance with the united states (federal) regulations establishing good manufacturing practices, section 820.198, include stenosis, regurgitation through an incompetent valve, perivalvular leak, endocarditis, hemolysis, thromboembolism, thrombotic obstruction, bleeding diatheses related to the use of anticoagulant therapy, and malfunctions of the valve due to distortion at implant, fracture of the elgiloy wireform, or physical or chemical deterioration of valve components. Types of tissue deterioration include infection, calcification, thickening, perforation, degeneration, suture abrasion, instrument trauma, and leaflet detachment from the valve stent posts. These complications may present clinically as abnormal heart murmur, shortness of breath, exercise intolerance, dyspnea, orthopnea, anemia, fever, arrhythmia, hemorrhage, transient ischemic attack, stroke, paralysis, low cardiac output, pulmonary edema, congestive heart failure, cardiac failure, and myocardial infarct." Structural deterioration and regurgitation are listed as potential adverse events in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that this patient with a 25mm edwards aortic valve, implanted for 13 years and one month, underwent transcatheter aortic valve replacement (tavr) procedure due to degeneration leading to flail leaflet, stenosis and severe regurgitation. A 26mm edwards transcatheter valve was implanted in the aortic position using the trans-femoral approach. Postoperatively, patient is doing well.